Manufacturer narrative:
Product analysis: the everflex entrust was returned to medtronic investigation lab for evaluation. No ancillary devices were included. The device was returned in a post deployment state. The handle assembly was returned cracked open. The pull cable was detached from the proximal end of the sliver outer. The thumb wheel with the pull cable attached was separated from the handle assembly. The end of the pull cable was inspected under microscope and was frayed. The pusher was extended out approximately 10cm from the distal rim of the outer. Kinks to the catheter shaft were noted at 89cm, 98cm, and 105cm from the distal tip of the outer. The clear luer was approximately 1cm from the proximal edge of the blue strain/isolation sheath. The area between the proximal isolation sheath and the clear luer showed the silver outer buckled. The area of the pull cable bond was frayed outward. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no removal difficulties were noted post stent deployment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust self-expanding stent with a 5fr non-medtronic sheath and 0.035¿ guidewire during treatment of a 130mm plaque lesion in the patient¿s right proximal superficial femoral artery (sfa) of diameter 5mm. No vessel calcification or tortuosity are reported. No damage noted to packaging prior to use. No issues noted when removing the device from the packaging. Pre-dilation was performed with a 5mm pre-dilation device. No resistance encountered during advancement of the device. The device was not passed through a previously deployed stent. Lock-pin was removed prior to attempted deployment. It is reported deployment issue were noted. The stent was successfully deployed approximately 10-11cm when a click was heard. The thumbwheel continued to rotate but the stent was not deploying. The physician then cracked open the deployment handle to manually deploy the stent. The stent was placed successfully, and the procedure completed. No patient injury reported.